Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized the same day as diagnosis for the event. On an unreported date, while in hospital, the patient was treated with vancomycin (dose, frequency and route not reported) and levaquin (dose, frequency and route not reported) for the event of peritonitis. The patient was discharged two days after admission with prescriptions for ancef and fortaz (dose, route and frequencies not reported). At the time of this report the patient was recovered from this peritonitis event. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.